Event description:
Serious injury. Three days before the diagnosis of a corneal ulcer, an ulcus serpes and erosio corneae of the left eye was noted by the first attending opthalmologist. On 11/18/99, the pt was referred from the hospital to another doctor, who diagnosed the pt with a corneal ulcer. The doctor anticipates occasional, possibly permanent, loss of visual acuity. In-pt treatment took place. Actual treatment is unknown.